Manufacturer narrative:
Event date was not reported and has been estimated based on date device was returned. The device was returned for analysis. During visual inspection, a kink was noticed in the telescope assembly; no other damages were encountered. A microscopic inspection revealed that the guidewire exit port was in good condition, but foreign matter was blocking the monorail at the distal end of the tip. The distal housing of the transducer was observed complete, with no shattered pieces. A functional inspection revealed that the test guidewire was not able to cross through the blocked monorail assembly. The catheter was properly recognized by the imaging system when plugged into the motor drive unit. No connection issues or errors were detected during its testing. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system.

Event description:
Reportable based on device analysis completed on 11dec2020. An opticross ic imaging catheter was returned with no reported issue. However, device analysis revealed foreign matter in the tip.